Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Customer stated that he has had blood glucose levels as high as 535 mg/dl. Customer treated for high blood glucose levels using the insulin pump. Customer stated that she had her basal rates adjusted by her health care professional recently. Customer also reported that she was having other medical issues along with diabetes. Customer does not have any other insulin to perform any testing. Customer stated that she started snacking more and has stopped smoking. No add'l info provided.